Event description:
It was reported that this patient was transferred from their local hospital to an emergency department (ed) in perth for evaluation of dizziness over the previous two weeks. An electrocardiogram (ECG) was obtained and showed loss of ventricular capture for a couple of seconds. Device check showed the patient was 100% ventricular paced and pacemaker dependent. All lead parameters were within normal limits. Two stored electrograms (egms) showed noise on the right ventricular (rv) lead and subsequent inhibition of ventricular pacing. Subsequently, the patient underwent a revision procedure, and their rv lead was surgically capped/abandoned and replaced. The patient's pacemaker was also replaced without incident. Besides intervention, there were no other adverse patient effects reported. At this time, device return is not indicated.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.